Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that two capio slim devices were used during vaginal colpopexy extra-peritoneal approach prolapse repair, sacrospinous ligament fixation, colporrhaphy, posterior rectocele with or without perineorrhaphy and cystourethroscopy adult procedure performed on (B)(6) 2021. Reportedly, the capio slim devices misfired during the procedure. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.